Event description:
It was reported that the patient presented in clinic for a routine follow-up. The lead was tested and failed to capture at lower settings, so the settings were increased to ensure capture. A lead-tissue interface issue was suspected. The patient experienced no adverse symptoms. The patient will continue to be monitored.